Event description:
It was reported that the pump's touchscreen required multiple presses and was less responsive to touch. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.